Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf patient code e1104 captures the event of patient exhibited an elevated liver function test result. Imdrf impact code f2301 captures the used of additional stent used to address the positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous. During the procedure, the physician experienced difficulty deploying the stent. Although the stent was eventually deployed, it migrated below the target location. The stent was removed from the patient, and the procedure was completed using another device. No patient complications were reported as a result of this event. However, the patient exhibited elevated liver function test results.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted to treat a biliary stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous. During the procedure, the physician experienced difficulty deploying the stent. Although the stent was eventually deployed, it migrated below the target location. The stent was removed from the patient, and the procedure was completed using another device. No patient complications were reported as a result of this event. However, the patient exhibited elevated liver function test results. Additional information received on june 25, 2025: the patient was reported to be symptomatic (exhibited elevated liver function test results) upon arrival at the facility. Additional information received on august 5, 2025: the stent was removed using a rat tooth forceps. Also, it was later clarified that the patient had no complications related to the event.

Manufacturer narrative:
Blocks b5 has been updated based on the additional information received on august 5, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf impact code f2301 captures the used of additional stent used to address the positioning issue.

Manufacturer narrative:
Blocks b5, h6 (patient codes), and h11 have been updated based on the additional information received on june 25, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf impact code f2301 captures the used of additional stent used to address the positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous. During the procedure, the physician experienced difficulty deploying the stent. Although the stent was eventually deployed, it migrated below the target location. The stent was removed from the patient, and the procedure was completed using another device. No patient complications were reported as a result of this event. However, the patient exhibited elevated liver function test results. Additional information received on june 25, 2025 the patient was reported to be symptomatic (exhibited elevated liver function test results) upon arrival at the facility.